Event description:
The customer reported being in the emergency room. The blood glucose reading at time of call was 300mg/dl. The customer stated that he used a syringe to give insulin and gave too much; his blood glucose went from 300 to 150mg/dl in hours. Then it dropped to 49mg/dl and gave him sugar to bring up his glucose level. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-81888.